Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. The visual evaluation reported defects to the outer case. The functional evaluation confirmed the device was unable to start up, and could not generate alarms under expected conditions, establishing a relationship with the event reported. The root cause was determined as a circuit board failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the pcb control was defective in the mainboard for a renasys go, it couldn't start-up correctly and the device failed to alarm. No patient harmed, and no injury reported because this was found during service and repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.